Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the fourth universal surgical manipulator (usm) of the system did not work, and the procedure was completed without using the fourth usm. There were no related errors found in logs. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The intuitive surgical, inc. (Isi) technical service engineer (tse) contacted the customer and no additional details regarding the reported problem was provided. An isi field service engineer (fse) is scheduled to be dispatched to the customer site to further investigate the reported complaint. A follow-up MDR will be submitted when additional information is received. A log review confirmed the procedure date of on (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse removed and replaced the universal surgical manipulator (usm) 4 to correct the intermittent errors. The system was tested and verified as ready for clinical use. Isi received the usm involved with this complaint and completed the evaluation. The reported failure (error 1126) could not be replicated. However, the failure was confirmed via error logs/system logs. The usm was tested on an in-house system and failed normal mode. The unit was also tested on a test platform and passed all tests that were performed. The error logs showed that the fiber was showing low readings upstream to the axes controller, motor (acm); also, the fiber power trending report showed signs of decaying intensity. The clockspring assembly will be replaced as a precaution.

Event description:
Refer to h10/h11 for follow-up information.